Event description:
It was reported that after the intra aortic balloon was inserted, the pump immediately alarmed, "helium leak." The intra aortic balloon was removed and replaced without complication.